Event description:
It was reported that a 63-year-old caucasian female patient who underwent breast augmentation revision surgery with two 375cc mentor memorygel breast implants experienced bilateral rupture post procedure. As a result, patient has a planned explantation on (B)(6) 2023. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 07, 2023, mentor was notified that the patient's removal surgery was updated as (B)(6) 2023. On april 24, 2023, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time.  When the investigational analysis has been completed, a supplemental report will be submitted. In addition, the patient underwent bilateral removal and replacement with 320cc mentor memorygel boost breast implants. On april 28, 2023, mentor became aware that the manufacturing date of the device was incorrectly reported in the initial report. The appropriate field has been updated. Manufacturer¿s reference number: (B)(4) in the initial, h4 device manufacture date should have been reported as 12/01/2003 per the manufacturing record evaluation.

Manufacturer narrative:
On may 05, 2023, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection of the device. Visual analysis of the returned sample revealed that the breast implant was found ruptured. Additionally, an area of shell abrasion was observed on the edges of the rupture. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Manufacturer¿s reference number: (B)(4).